Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The patient was re-implanted with a new device on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device is not available for analysis.